Event description:
A boston scientific rx locking device and cap was used in a routine ercp. The cap has a small white sponge inside of it meant to keep bile from refluxing back out the cap during the procedure. During the case, the sponge was pushed inadvertently into the scope channel causing an obstruction. The obstruction was noted immediately, the scope removed from the patient and endoscopy suite. No harm to patient.